Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent patient presented to the clinic due to muscle stimulation in the shoulder. Pocket and shoulder x-ray revealed lead dislodgement due to twiddler syndrome. The device was turned off. The patient did not receive hv therapy. The patient did not have any more symptoms. During the lead revision, ra lead was found in the picket. The rv lead had tissue under the helix and the helix was bound. Both leads were explanted and replaced. The patient was asymptomatic before, during and after the lead revision. The patient was fine in the recovery room.

Manufacturer narrative:
Analysis was normal. No anomalies were found.